Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the suture tore. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. **update 18-feb-2026 further information was received that the devices ar-1588tn-20 and ar-7234-1 were used during the same surgery. Only the device at-1588rt-2j tore. The devices ar-1588tn-20 and ar-7234-1 were used for graft preparation. They did not tear but could not be used anymore after the ar-1588rt-2j tore.